Manufacturer narrative:
A field service engineer (fse) was dispatched. During servicing, the fse replaced the nozzle assay and checked alignments. Field service then explained to the customer the proper use of the analyzer. The customer ran controls and verified resulved. There was no further action by field service. The probable cause of the event was the unapproved pedi cups placed inside a tube. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported they bent the sample needle using the wrong sample cups with their a1a360. Service was requested and a field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential for delay in reporting patient result. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.